Event description:
It was reported that the customer was hospitalized with a high blood glucose of 462 mg/dl. The customer experienced dizziness and headaches. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. The time and date were programmed correctly, but the customer did not know if the basal rates were accurate. Found no delivery and low battery alarms in the alarm history. The customer was advised to check with the hcp regarding the basal rates. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.